Manufacturer narrative:
(B)(4). Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that after the completion of a chemotherapy infusion, the nurse was removing the bag when the tubing broke approximately one inch below the drip chamber. There was no report of patient harm.

Manufacturer narrative:
The customer¿s report of the tubing separating below the drip chamber was confirmed. During visual inspection, it was noted that the vinyl tubing was completely separated from the drip chamber with fluid leaking from the separation. Inspection under magnification noted that both sides of the tubing lacked solvent at the engagement. Dimensional analysis was performed and the tubing was measured to be within specification. The root cause of the tubing separating from the drip chamber was identified as a manufacturing issue of no solvent having been applied at the junction of the vinyl tubing.